Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and the return of their dystonia symptoms. It was noted that high impedances were revealed in several contacts during several measurements taken. Attempts to reprogram was not performed due to the fluctuating high impedances. The patient underwent a procedure where the dbs lead extensions and implantable pulse generator (ipg) were replaced wherein impedance measurements were taken and had returned to range before completing the procedure. The patient was hospitalized however was discharged a few days later and did well post-operatively.

Manufacturer narrative:
Additional information received confirmed the serial numbers to the lead extensions listed below, correction to reported serial number (B)(6) was updated to (B)(6). Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6); product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6).

Manufacturer narrative:
Correction to the follow up 1 MDR in field g3, aware date should have been 18mar2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and the return of their dystonia symptoms. It was noted that high impedances were revealed in several contacts during several measurements taken. Attempts to reprogram was not performed due to the fluctuating high impedances. The patient underwent a procedure where the dbs lead extensions and implantable pulse generator (ipg) were replaced wherein impedance measurements were taken and had returned to range before completing the procedure. The patient was hospitalized however was discharged a few days later and did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and the return of their dystonia symptoms. It was noted that high impedances were revealed in several contacts during several measurements taken. Attempts to reprogram was not performed due to the fluctuating high impedances. The patient underwent a procedure where the dbs lead extensions and implantable pulse generator (ipg) were replaced wherein impedance measurements were taken and had returned to range before completing the procedure. The patient was hospitalized however was discharged a few days later and did well post-operatively.

Manufacturer narrative:
X-ray analysis of the ipg identified a fractured feedthrough case wire. Impedance measurements taken with a verified remote control (rc) and clinician programmer (cp) showed elevated values across all channels, consistent with the fracture observed. This fracture explains the high impedances reported during field evaluation. Review of the instructions for use (IFU) confirms that component failures including lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts, open circuits, and insulation breaches are recognized risks associated with deep brain stimulation (dbs). These risks may result in loss of stimulation, dystonia, or status dystonicus, and may necessitate device explantation or replacement. Engineering concluded that the high impedances and resulting therapy impact were caused by the fractured proximal feedthrough wire. However, the underlying reason for the fracture could not be determined; therefore, the investigation is classified as cause not established. Boston scientific has issued a field safety notice (97222956-fa) reminding users to follow the steps outlined in device labeling when implanting the vercise genus deep brain stimulation (dbs) implantable pulse generators (ipgs); per labeling, the vercise genus dbs ipg is intended for implant within a subcutaneous pocket. Device header feedthrough (ft) wire break(s) have occurred in rechargeable vercise genus dbs ipgs that were implanted submuscular in the pectoral location. Note that the vercise genus dbs rechargeable ipg continues to meet safety and performance expectations when used in accordance with device labeling.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and the return of their dystonia symptoms. It was noted that high impedances were revealed in several contacts during several measurements taken. Attempts to reprogram was not performed due to the fluctuating high impedances. The patient underwent a procedure where the dbs lead extensions and implantable pulse generator (ipg) were replaced wherein impedance measurements were taken and had returned to range before completing the procedure. The patient was hospitalized however was discharged a few days later and did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 55745. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: n/a, batch: n/a.